Event description:
Respiratory was testing a ventilator circuit and the tubing blew off the ventilator and split the tubing in two places. This was not connected to a pt, but rather the therapist was testing the product.